Event description:
Customer activated a pod at 5:46 pm; she ate 58 grams of carbohydrates and bolused 5 units. At 9 pm, her bg was 186 mg/dl; she ate another 58 grams of carbohydrates and bolused 5 units. At 10:37 pm, her bg read 336 mg/dl so she bolused 6.5 units. At 1:50 am, her bg was 346 mg/dl and she noticed the cannula was bent. She deactivate the pod at 1:58 pm. Customer reported feeling "insulin dripping out of the pod." We do not expect the pod to be returned for evaluation.

Manufacturer narrative:
A bent cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bg remain high after a total of 4 hours then replace the pod and contact a hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.